Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer needed to pick up their daughter and planned to call back when ready for a pump reset.